Event description:
The facility reports the staff were transferring the resident from bed to the wheelchair using the lift. The staff noticed all four points were connected to the lift and sling. The resident was clear of the bed and approx three feet from the floor. The staff moved the lift from the bed and were bringing the lift into position over the chair. One staff was behind the lift, pushing it, and the second staff was behind the wheelchair, slightly to the left side of the chair. The left shoulder clip broke and the lift operator started to lower the lift. The second staff beside the chair grabbed the resident and supported the lift side and lowered her to the floor. The staff thinks the resident's right arm may have brushed against the leg of the lift or possibly hanger bar. The resident was lowered to the floor. The rn came and examined the resident for fractures. A new sling was obtained and the resident was transferred to the wheelchair. The resident sustained a v-shaped skin tear to the right forearm. The skin was cleansed and tegaderm applied.

Manufacturer narrative:
Pictures of the sling involved in the incident were sent to manufacturing and found to be conclusive for the investigation. The sling was also returned for eval purposes. Should any new info come of that evaluation, a supplemental report will be provided at that time. The pictures showed slight wear on the grey clip inserts of the sling and a broken shoulder clip. Eval from the break reveals that this break is not a casting of injection moulding error, but a typical break of a clip that was bent to its breaking point. The forces needed to bend a clip to breakage do not occur during the intended use of the clip. A significant external force outside of the intended use of the clip is needed to make the clip break in this manner. Although the MFR has no insight into the exact conditions of use, washing, or other processes the clip goes through at the customer's site, in general, the most likely place that the clips can be bent in the way described is during dry pressing. This is warned against in the label, the operating and product care instructions of the lifts, and in the guidelines for use document supplied with each sling. The guidelines clearly indicate that slings and in particular the clips are to be checked for deformation before each and every use and are to be discarded should they show any. Based on the eval of the break and product knowledge and simulation of bending the clip, the MFR concludes the clip was broken outside of intended use by an external force, such as, but no exclusive to, the force put on a clip by a dry press. The root cause of the pt drop is a clip that has been damaged before use was not checked before use, as instructed in the guidelines, and broke during transfer. From the info and investigation, the MFR cannot come to a corrective action towards the product, but will continue to monitor complaints, particularly incidents, for possible future action. The MFR strongly suggests, however, that the lift operators at the facility be retrained to the product's opi and the sling guidelines for use.